Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported sensing and impedance issues at implant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure prior to wound closure, the lead was connected to this new implantable cardioverter defibrillator (ICD) and there was no pacing. There was low amplitude with no ventricular sensing, and the pacing impedances were out of range at greater than 2000 ohms. The device was disconnected from the lead, and the lead was tested on the pacing system analyzer (psa) with appropriate function. A new ICD was opened and connected successfully. This device was never implanted. It was reported that there were no adverse patient effects.